Event description:
Ous MDR - an inappropriate shock delivery was observed when the pt visited a hosp for his arrhythmia check-up; it seemed the ICD detected noises. The lead and the OEM ICD were explanted. A new ICD lead could not be implanted due to stricture of the subclavian vein. The physician suspected the lead had insulation damage.